Event description:
Per scrub tech - endo gia reload broke off in pt's abdomen. Surgeon took two xrays, inspected equipment after removing it and contacted the covidien rep. Picture of the removed plastic load sent to rep and she indicated nothing else missing from the stapler.